Event description:
I am reporting conceptus, inc. And the maker of the permanent birth control method called essure. I had the essure procedure done in (B)(6) 2011. During the 4 months of this procedure, had nothing but problems. The problems were dizziness (almost passed out), weight gain, pain and burning in abdomen and right side, tingling sensations all over my body, extreme headaches, nausea, fatigue, elevated blood pressure, cramping, bleeding etc. Ended up having a partial hysterectomy to have device removed. Spent thousands of dollars on tests and now surgery. This product needs to be re-evaluated for long term effects. Too many women are having trouble.